Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/27/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000376109 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
E1: initial reporter exceeded character limitations: (B)(6). E1: event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw ID#: (B)(4). The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) thread spool is difficult to compress and then does not stay in the intended position. System has not come into contact with the patient. Problem occurred when loading the device. New device used to complete the case. There was a delay because a new system had to be opened and prepared. The patient suffered no damage.